Manufacturer narrative:
According to the complainant the device is not being returned for investigation. The cannula had dislodged and bent/kinked from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria

Event description:
It was reported that a patient's blood glucose levels (bg) reached 500 mg/dl while wearing the pod longer than 48 hours. The patient reported cannula being dislodged and bent/kinked, while wearing it on the abdomen. For treatment, the patient changed out the pod and gave correction bolus.